Manufacturer narrative:
Evaluation summary. Sample was not received, therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number was performed; no anomalies were found. The product was released based on the products acceptance criteria. The root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife which originated from a custom pak was noted to be blunt during surgery. An alternate knife was obtained in order to continue the procedure. Patient impact information is unknown. Additional information has been requested. Additional information received clarified that there was no patient harm associated with this report.